Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of a sensor on (B)(6) 2025. The sensor has not been confirmed, as it is unclear if this was an old sensor or a previous sensor.the sensor's site is the upper left arm. It was confirmed that an incision was made to attempt to remove the sensor.sensor was palpable before the incision. Transmitter wasn't used to localize the sensor. Ultrasound and magnet was used to localize the sensor.the sensor was successfully removed on (B)(6) 2025.per dms, user is currently using the system with the new sensor.

Manufacturer narrative:
The user reported an unsuccessful removal attempt of a sensor on (B)(6) 2025. The sensor has not been confirmed, as it is unclear if this was an old sensor or a previous sensor.the sensor's site is the upper left arm. It was confirmed that an incision was made to attempt to remove the sensor.sensor was palpable before the incision. Transmitter wasn't used to localize the sensor. Ultrasound and magnet was used to localize the sensor.the sensor was successfully removed on (B)(6) 2025.per dms, user is currently using the system with the new sensor.